Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 12/08/2008. The product associated with this report has not yet been returned. Based upon the implant date and serial number provided by the reported the connector type is assumed to be a taper ii. The reported on the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band/or stomach slippage."

Event description:
Reported as: "slippage - band removed - to be replaced at a later date."